Event description:
It was reported that the patient was unable to adjust stimulation and the display was showing the "call your doctor" icon. A por (power on reset) condition was also reported. Subsequent information received reported that the patient received assistance from her physician or manufacturer representative and her concerns were resolved. Her appointment was on "june 20, 2012."

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va009bl, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).